Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported capsular contracture baker grade iii/IV, implant is little firmer, high and round, the implant is clearly partial retropectoral with a clear animation deformity. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3 h6. Based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken device assessed as surgical damage. Malposition: unable to observe. Capsular contracture: unable to observed. As per the investigation procedure, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture baker grade iii/IV, implant is little firmer, high and round, the implant is clearly partial retropectoral with a clear animation deformity.